Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. This event was also reported under manufacturer report # 3004209178-2020-08643. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had a loss of therapeutic effect and was unable to void since the morning of the report. It was noted that the patient had two inss and the hcp was going to have the patient check them. However, the patient was only able to communicate with one of the ins, noting it was on; the other communicator needed to be charged. No further complications were reported or anticipated.